Event description:
The customer reported that there was no proper fusion from the device. No ill effect to the pt reported, though there was some bleeding. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The product sample was not returned to the quality assurance laboratory for analysis. Because no incident sample was returned, it cannot be determined where the reported defect might have occurred. Without a valid lot/serial number, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If add'l info is obtained, or the sample is returned, we will re-open this investigation. The generator was returned and the visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event of no proper fusion. The generator was tested and found to function normally and within specifications. The generators outputs were cycled for four hours and no anomalies were noted.